Event description:
The following was reported to gore: on (B)(6) 2025, the patient underwent an endovascular procedure to treat a type b dissection utilizing gore® tag® thoracic branch endoprosthesis (aortic component and side branch) and gore® tag® conformable thoracic stent graft with active control system. Reportedly, all three devices were implanted successfully with no deployment issues and fully covered the dissection area. On (B)(6) 2025, the field sales associate was notified by the physician that the patient had suffered a right sided stroke. The initial procedure had gone as planned and physician is not sure what caused the stroke as they were not operating in that area which led to the stroke. The patient is currently experiencing left arm weakness and slurred speech. On (B)(6) 2025, it was reported that patient is getting better and cause of stroke remains unknown.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. Since it is unknown which device is directly implicated in this complaint, tsb081506a / serial #(B)(6) is included in the report. According to the gore® tag® thoracic branch endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include but are not limited to neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.